Event description:
On (B)(6) 2012 the reporter contacted the animas corporation to declare an alleged keypad malfunction. The reporter claimed the buttons prior to (B)(6) 2012 were beginning to stick. On (B)(6) 2012 the patient was in an accident and the ok button became unresponsive. The reporter stated that there is a small tear in the keypad that most likely occurred during the accident. There was no information provided on how the patient wore or cleaned the pump. There is no reported adverse event with this complaint. This report is being filed due to an allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn between the up arrow and contrast keypad buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Bolus button could not be investigated due to ok button failure. Evaluation revealed that the traces were broken/missing leading to the contrast button. There was no evidence of contamination.